Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit- customer oscar called in with questions he ran the error logs on some of the 8100 units and see the same error few times the 240-4150 which is the bottom side pressure sensor. But his question is he can't duplicate the error. Explain to customer he can run the calibration test on the unit those four test are for the sensors if they all four pass then it can fix the issue with the sensors, also he can set a small infusion o the units if the error is there it may come back up. Its good to do that before put units back on the floor. Customer thank me for my help please call back if he needs to. (B)(4).